Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was experiencing intermittent dyskinesia. The patient was admitted into the hospital on (B)(6) 2017. The cause of the hospital admittance was not reported. It was unknown if the patient¿s device was on. There were no falls associated with the event. [Refer to manufacturer report #3004209178-2017-05336 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.